Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was noted to have shifted into the left ventricle through an atrial septal defect approximately 7 years earlier. The lead was also noted to have gradual increasing impedance. A new pace/sense lead was added. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.